Manufacturer narrative:
The explanted lens was evaluated and found to be within specifications. There have been no similar complaints in this lot.

Event description:
Surgeon reported to MFR on 3/5/97 that pt began to experience "internal reflections" of light at a 4 days post-operative lens implant os (implant on 1/23/97). The implant surgery was uneventful although lens was placed approx 1.5mm posterior to the pupil. The pt reports the visual disturbance as a reflection of light in his peripheral vision and he notices "internal reflections" in central objects. This disturbance is noticed primarily in dim light where the pupil is slightly dilated. Pt requested lens be replaced despite a visual acuity of 20/20 ou uncorrected at a distance. The explant was performed on 3/13/97 and the pt is doing well post-operatively, with a visual acuity of 20/40 +2 uncorrected and mild corneal edema. The surgeon believes that due to the posterior location of the lens pt experienced edge effect and glare. He believes he may have also experienced internal reflections from the surface of the lens.